Event description:
The info received from the reporter indicated that during a left external iliac stenting procedure, a young assistant doctor (being supervised by the physician) deployed the 8 x 60 smart control very fast. As a consequence, the middle part of the stent was not correctly deployed and the stent length in the pt artery was approximately 30mm instead of 60mm. No add'l stent was placed, but the doctor added that he noticed the problem only after the procedure. The control angiography indicated that blood flow at the stent level was correctly restored, therefore no correction was done. There was no difficulty encountered while advancing the stent towards the lesion. The physician performs post-dilatation every time. The physician indicated that he will see the pt soon and if the same symptoms as before the operation exist, he will put a new stent there. The lesion had calcified stenosis in the left common iliac artery.

Manufacturer narrative:
While deploying a stent in a calcified left external iliac artery, it was reported that, due to the physician's deployment technique, the deployed stent was 30mm in length instead of the labeled 60mm. There were no add'l interventions planned as control angiography indicated that blood flow at the stent level was correctly restored. There were no difficulties noted prior to stent deployment. There was no reported pt injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.